Event description:
The tip of the needle broke off during the procedure.

Manufacturer narrative:
The device has not been returned to the MFR for eval at this time, therefore, a complete investigation has not yet been performed. Several attempts have been made to obtain info from the facility without success. Should further info be made available to us, we will inform the agency. The customer has stated that the procedure being performed was vur, however, it is unk what type of material was being used for injection.